Event description:
The case states that the facility reported that a patient suspected to have bovine spongiform encephalopathy (bse) had an endoscopy and the scope was reprocessed in their medivators dsd edge machine. Potential cross contamination if this machine is still in use.

Manufacturer narrative:
The case states that this facility called medivators to report that a patient recently had an endoscopy and is suspected to have the bovie spongiform encephalopathy (bse) disease. The endoscope used was reprocessed in their medivators dsd edge machine. High level disinfection does not claim to inactivate prions and medivators' recommendation is for equipment to be decommissioned and destroyed if bse exposure is suspected medivators ra department tried contacting this facility on july 25th and august 1st. There was no answer. Medivators ra left voicemails. It is suspected that this machine is still in use at this facility. To date, there have been no confirmed reports of additional patients contracting bse disease. This potential high risk complaint will continue to be monitored and maintained within medivators complaint system. If additional information is received, this complaint will be reviewed.